Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The day prior to the event onset, the patient started treatment with vancomycin (2g for five days; route and duration not reported) and ceftazidime (1 gram daily; route and frequency not reported) as a prophylactic treatment for peritonitis. The following day, the patient experienced peritonitis manifested by cloudy effluent. The cause of the event was unknown. The patient was not hospitalized for peritonitis. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.